Manufacturer narrative:
The device was received at zoll medical coporation. The customer's report was duplicated and attributed to a cable that was not properly aligned. The cable was reseated to resolve the report. The device was recertified and returned to the customer. Analysi s for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.